Event description:
It was reported that a pt diagnosed with thalassemia major experienced a severe transfusion reaction (fever, headache, neck pain, back pain, abdominal pain, and hypotension) while receiving a red cell transfusion through a pall transfusion filter in the thalassemia center. The pt was transferred to the intensive care unit where, after approx six (6) hours, the pt had stabilized, and was then discharged from the hosp. No further sequelae have been reported. This report is one of 10 similar reports received recently from this health care facility.